Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation was performed, a fracture has been identified on the implant collar. Bone loss is a medical condition and is non-verifiable with the information provided. DHR review was completed for the subject lot number 63338739. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63338739 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur for the fracture and could not be verified for bone loss. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #3 fractured and was removed. Implant placed along with neighboring implant #4. Crowns were connected together. Over time, it was noticed a slow progression of bone loss. During recent bridge removal, #3 implant came out with the crown.